Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by improper handling and wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a broken ring handle due to a broken thumb ring. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, a broken thumb ring was observed on the biopsy forceps. There were no reports of patient involvement.